Event description:
During product service by a service technician, a flo-gard infusion pump was found to have presented a battery low alarm. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. This is an ancillary service event. The device was visually inspected, functionally tested, battery tested, and an alarm log review was performed. The low battery alarm was identified in the alarm log and during battery testing. The cause of the condition was a depleted main battery. To correct the condition, the main battery was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). Evaluation of the device is in progress. Should additional relevant information become available, a supplemental report will be submitted.